Event description:
Customer reported the tubing separated during an infusion. The pump module alarmed for air and when the user opened the door, the tubing was in two pieces. The set was replaced. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.